Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6430530, 510k # k143375, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with herniation at l3-l5; and underwent transforaminal lumbar interbody fusion at l3-l4 and l4-l5. Intra-op, when an attempt was made to fix the rod at l4, the reported set screw stripped and could not be inserted into the pedicle screw head. There was no gap between the rod and the screw head, still the set screw could not be inserted. When the set screw was removed and checked, it was found to be deformed and rubbed at the tip. Threads were also damaged, and scratches and burrs were found on the hexagonal hole. Two other set screws were also tried with the same screw but the same event occurred every time. Finally, the l4 screw was replaced. The screw tab was found deformed, and was scratched on the screw tab and screw head thread. There was a delay of less than 60 minutes in overall procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that threads of the set screw are cross threaded/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. If information is provided in the future, a supplemental report will be issued.